Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a proximal type I endoleak, 4 endoanchors were implanted to successfully resolve the endoleak. No additional clinical sequelae were reported.